Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No prime/fill anomaly and no rewind anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having trouble to rewind and load the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she had issue with her battery. The customer was assisted in troubleshooting. It was reported that she was able to clear the alarm. The insulin pump was doing a rewind loop. The insulin pump will be returned for analysis.